Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that this was a closure of the right common femoral artery using a proglide device after an ablation intervention procedure using an 8f sheath. Reportedly, when the needle plunger was removed after deployed, the suture was separated at the posterior needle tip; therefore, no suture was present. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks, due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: correction- removed medical device problem code 1142.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a closure of the right common femoral artery using a proglide device after an ablation intervention procedure using an 8f sheath. Reportedly, there was no suture present when the needle plunger was removed after deployment. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.